Manufacturer narrative:
Concomitant medical products: unknown liner; item: unknown; lot: unknown. Unknown cup; item: unknown; lot: unknown. Unknown head; item: unknown; lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). This incident has been initially reported by (zimmer biomet warsaw) with number: 0001822565 - 2020 - 02198. It turned out that the product has (zimmer biomet winterthur) design. The unknown hip stem could either be a fitmore stem or a cls stem. Therefore please delete the warsaw report from your system: 0001822565 - 2020 - 02198. Instead please use from now on winterthur report.

Event description:
It was reported in a study that one patient experienced a surgical wound infection within 1 month of surgery and was treated with antibiotics. Further information has been requested. Study mentioned in a journal article: it was reported in a journal of orthopaedic surgery and research (2019) that reported a retrospective comparative study from italy that looked at combined hip and knee arthroplasty in a one-stage vs a two-stage implantation. The purpose of the study was to evaluate complications, clinical and functional outcomes, and implant survivorship in a consecutive series of patients who underwent one-stage hip and knee arthroplasty and compare to a matched-pair control group who underwent a two-staged hip and knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: the journal article "one-staged combined hip and knee arthroplasty: retrospective comparative study at mid-term follow-up" was retrieved from the "journal of orthopaedic surgery and research" (2019) that reported a patient who underwent a one-staged hip and knee arthroplasty following which the patient developed a surgical wound infection which was treated with antibiotics and resolved within 1 month of surgery. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: all products remained in-situ. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: the journal article one-staged combined hip and knee arthroplasty: retrospective comparative study at mid-term follow-up was retrieved from the journal of orthopaedic surgery and research (2019) that reported a patient who underwent a one-staged hip and knee arthroplasty following which the patient developed a surgical wound infection which was treated with antibiotics and resolved within 1 month of surgery. Due to missing reference and lot number of the involved device an in-depth investigation consisting of a review of the manufacturing/sterilization records could not be performed. Due to the significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, wound infections are a known risk of surgeries mainly related to the surgical and the postoperative procedure. Therefore, the reported event was assessed as non-device related. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.